Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm reviewed the iabp log files and nothing unusual was identified. The stm replaced the batteries to correct the issue then completed pm service. The stm confirmed the batteries were charging post replacement. The stm performed all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the battery for the cs300 intra-aortic balloon pump (iabp) failed the runtime test. There was no patient involvement; thus no adverse event was reported.